Event description:
It was reported that the procedure was to treat a lesion in the tibial artery. Reportedly, the 6x40x120 xpert stent deployed prematurely. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of occurrence estimated. Implant date estimated. The device was returned for analysis. The premature deployment was not able to be confirmed as the stent was already deployed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.